Event description:
One patient sample with discrepant d dimer results. Patient was tested in a doctor's office for d-dimer with a unk method and gave a positive result. Patient then tested in laboratory, results were 84 ug/l and 91 ug/l, which are negative. Same sample repeated using different method gave result of 0.69 mg/l, which is positive. A CT scan confirmed pulmonary embolism. The investigational unit tested two samples from the patient using the initial method and an additional method. Both methods gave negative results for each sample. The customer's data shows a weak positive result, therefore, all three methods show consistent results. The complaint was not verified.